Event description:
It was reported that this right atrial (ra) lead was explanted. The lead did not sense nor capture appropriately and a dislodgment was confirmed via fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported. This device has been returned and analysis is expected.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted. The lead did not sense nor capture appropriately and a dislodgment was confirmed via fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported. This device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead body found showed a slight twist in the lead body, tending to a confirmation of the clinical observation of dislodgment.